Event description:
It was reported that the user received an unintended ¿fill tubing¿ activation on the ilet pump followed by cgm connectivity issues, including alerts for sensor reconnecting and transmitter not found due to an incorrect transmitter serial number entry; the agent corrected the transmitter pairing, guided disconnection and completion of steps, and insulin delivery resumed, with additional guidance to enter fingerstick blood glucose as prompted. Symptoms included hyperglycemia with a reported blood glucose of 435 mg/dl, later decreasing and subsequently reading 264 mg/dl by fingerstick. Outcomes included no health consequences documented and no hospitalization. Investigation included communication with the user, analysis of information provided by the user, and review of available information. Investigation of this case revealed no clinical signs beyond hyperglycemia and no definitive device findings, with cause not established given insufficient information related to the cgm pairing error and initial pump interaction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.